Manufacturer narrative:
There were three diamond discs associated with this complaint. The product was not returned for evaluation. It was not possible to determine the root cause for the alleged malfunction.

Event description:
It was reported that the diamond disc coating crumbled off during knee operation. No adverse consequences were reported.